Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, the error message was observed in the error log, but the error was not reproduced during the investigation. Retain testing was completed on 03/23/2015, the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately high compared to another meter and compared to their feelings and/or normal readings. In addition, the patient also claimed that the subject meter was reading inaccurately low and erratic as well as displaying an unknown error message. These complaints were classified based on customer care advocate (cca) documentation. The patient reported that the meter issues first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿348 mg/dl¿ with the subject meter and ¿138 mg/dl¿ on another unknown meter performed within 30 minutes of one another. The patient also obtained subject meter readings of ¿38 and 500 mg/dl¿ taken within 20 minutes of each other. The patient stated that the result of ¿38 mg/dl¿ was low compared to their feelings and/or normal results and the result of ¿500 mg/dl¿ was high compared to their feelings and/or normal results. The patient also obtained an unknown error message on the subject meter at this time. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issues. The patient stated that ¿about 1 week after¿ these issues occurred they experienced the symptoms of ¿shaky, headache and dizzy¿ and as a result received food and/or drink from a non-healthcare professional by means of treatment at an unspecified time on (B)(6) 2015. At the time of troubleshooting the cca was able to resolve the alleged error message issue. The cca also noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged results. The control solution test performed fell out with the control solution range for this test strip lot, however. There was also intervention (patient drank ¿juice¿) between the alleged inaccurate erratic results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.